Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their sensor broke off their body. The customer's blood glucose level was unknown. The customer could not provide exact date when the sensor began not sticking properly. Troubleshoot was not able to be conducted due to customer disconnecting the line. No further assistance provided at this time.